Manufacturer narrative:
Based on available info, the determination is that this is a reportable malfunction. An endotracheal/tracheostomy tube whose inflation port is leaking is unlikely to provide a good seal in the airway if used and therefore will expose the pt to the risk of aspiration of gastric contents and a reduction in ventilation pressure. A leaking cuff would likely trigger alarms to alert care-givers and in most cases all that is required is a simple re-inflation by the bedside. However, in some cases of a rapid/total leak, the pt may require a complete re-intubation. An analysis was conducted on the returned samples. Leakage of tube was due to crack on bullet valve caused by the multivac machine. However, this complaint issue has been investigated previously and documented in the CAPA system. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
Complaint received as follows: "air leakage was noted from the injection port of the pilot balloon during the inflation in pretesting."